Event description:
The customer reported to olympus that the high light would go off when the cord is connected to the visera 4k uhd xenon light source connect. The issue was found during preparation for use before a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the high light went off when the cord was connected. Additional findings include the following: faulty scope socket; the scope detection slides were not functioning; once the scope was connected to the unit, the slide detector would protrude above the scope, causing the front panel to blink. There was minor cosmetic wear and tear (the front panel was discolored). The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction of the scope socket. Olympus will continue to monitor field performance for this device.